Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the 3d images had low contrast. The 3d images had very low contrast compared to what was expected and compared to the 2d images. The probable cause of the event was low battery voltage (covered under a different case). There was no delay to the procedure. No impact on patient outcome. Additional information was received stating that the procedure was completed by the health care professional using the images with bad contrast that were just good enough to see the bone while navigating.